Event description:
Per the surgeon's report, the patient's cochlear device was explanted in 2008 due to a device extrusion. Information on a reimplantation was not provided.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.